Event description:
The pt had fallen and fractured the contra lateral hip, and while on crutches, developed a sqeak in the hip with the ceramic bearing cup. Upon examination of the pt, it was determined that the ceramic liner had fractured. The surgeon removed the ceramic liner, but did not remove the cup (the hedrocel cup with the polyethylene seat for the ceramic liner was left in the pt), and femoral component.